Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found during analysis. The ventricular setscrew was not in the socket.

Event description:
It was reported that during the implant attempt, the physician did not succeed in connecting the lead and he said that the setscrew was defective. A different device was used. No patient complications have been reported as a result of this event.